Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: progressive pain and difficulty with use over last several years. Dislocation with adl¿s on a routine basis with pain and instability. Indications note well osseous integrated stem, osteopenia, loose beads proximally consistent with possible metallosis. Stem was then extracted without difficulty, and poly was worn and removed. Tantalum was drilled through for placement of a glenoid base plate. Encore djo reverse system was done. Complete rupture of rotator cuff noted as well as mechanical complication and failure of internal orthopedic device noted on diagnosis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00430204623 - offset modular humeral head 23 mm head height 46 mm spherical head diameter - unknown; 00432605246 - trabecular metal glenoid component 46 mm articular surface use with blue instruments & white humeral head - 61262424. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03237.

Event description:
It was reported that a patient underwent an initial left shoulder arthroplasty. Approximately 9 years post implantation, the patient was revised due to pain in the shoulder and surrounding regions, loss of range of motion, instability, rotator cuff failure and component dissociation.